Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime screen. The customer experienced high blood glucose level of 504 mg/d at the time of the incident. Troubleshooting was performed. The customer was advised infusion sets will need to be changed a replacement will be sent. The infusion set will be returned for analysis.